Event description:
Surgeon reported difficulty preclotting vascular prosthesis during aortal-bifemoral bypass procedure. Three attempts were made to preclot the graft using the pt's blood, after which the surgeon applied hoechist's periplast and repeated the pre-clotting step. Approx. 10 minutes after final suturing, the surgeon noticed overall bleeding of the graft, and the pt's activated clotting time (act) was 110 min. Bleeding was successfully arrested with the administration of aronalpha.